Manufacturer narrative:
(B)(6) 2014 additional information was received that the symptoms of infection were local pain, redness, and swelling over the ipg and lead sites. The patient was treated for the infection with antibiotics. The physician believed that the infection was procedure related. Correction to the initial MDR in field.

Event description:
A report was received that the patient underwent an explant procedure wherein all devices were removed due to (B)(6) infection.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8336-70, serial # (B)(4), description: coveredge¿ 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient underwent an explant procedure wherein all devices were removed due to staphylococcus infection.

Manufacturer narrative:
The returned devices were analyzed. No complaints about the functionality of the devices were reported. The ipg exhibits normal device characteristics. The damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure. A review of sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient underwent an explant procedure wherein all devices were removed due to staphylococcus infection.